Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. No substance except sterile water should be used to inflate the balloon". (B)(4). The device was not returned.

Event description:
It was reported that the water could not be injected into the balloon as the user attempted to inflate the balloon with a syringe. The catheter was replaced. There was not a pretest performed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the water could not be injected into the balloon as the user attempted to inflate the balloon with a syringe. The catheter was replaced. There was not a pretest performed.